Event description:
Customer states pump's infusion rate is different; states that what the pump displayed is not the same as what was left in the bag. The event happened while on a pt. There was no pt injury involved. There is no visual physical damage on the pump per the customer. The customer was not able to determine if it was an over infusion or under infusion.

Manufacturer narrative:
The reported pump was only recently returned to curlin for evaluation. A follow up report will be provided upon completion of the complaint investigation at curlin.